Manufacturer narrative:
(B)(4). Product background: the opt844 interface is used to deliver humidified oxygen to patients. The opt844 consists of a lightweight delivery tube which is connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and also includes a lanyard which is placed around the patient's neck or attached to the patient's clothing or bedding to remove the load of the breathing circuit from the patient's nares. Method: the complaint opt844 optiflow adult nasal cannula was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is thus based on the information and photograph provided by the customer, and our knowledge of the product. Results: visual inspection of the provided photograph revealed the tubing of the opt844 optiflow adult nasal cannula was torn and stretched near the connector grip. Conclusion: we are unable to determine the cause of the reported damage to the subject. However, based on our knowledge of the product and our observation that the tubing was stretched, the reported damage is likely to have been caused by the tubing being subjected to excessive force during use. All optiflow interfaces are inspected during production for visual defects including cracks, tears, inclusions, discoloration and stretching or deformation. Any product that fails the visual inspection is disposed of. The subject opt844 optiflow adult nasal cannula would have met the required specifications. The user instructions which accompany the opt844 optiflow adult nasal cannula show in pictorial format the correct placement and fitting of the cannula and also warn: - "appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death." - "do not crush or stretch tube." - "do not soak, wash, sterilize, or reuse this product."

Event description:
A healthcare facility in china reported that the tubing of an opt844 optiflow adult nasal cannula was found damaged. There were no reported patient consequences.

Event description:
A healthcare facility in china reported that the tubing of an opt844 optiflow adult nasal cannula was found damaged. There were no reported patient consequences.

Manufacturer narrative:
(B)(4). Product background: the opt844 interface is used to deliver humidified oxygen to patients. The opt844 consists of a lightweight delivery tube which is connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and also includes a lanyard which is placed around the patient's neck or attached to the patient's clothing or bedding to remove the load of the breathing circuit from the patient's nares. Fisher & paykel healthcare (f&p) has requested for the complaint device to be returned for evaluation. We will provide a follow up report upon completion of our investigation.